Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). The report of the station having visible smoke and burning smell coming from aux 3.1 rear of drawer was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: found the solenoid for drawer 3.1 being stuck and having thermal damage replaced the solenoid; as well as proactively replaced the drawer controller board, pyxibus module controller, and retractor band cable assembly; station is now functional visual inspection of the returned solenoid observed thermal damage along the part electrical measurement of the solenoid noted the component to be shorted visual inspection of the returned drawer controller board observed no obvious issue; however, electrical measurement of the board noted components to be shorted shorted board and solenoid components are one of the symptoms of the issue of a burning smell on a station no further testing was deemed necessary on the returned parts as the field service engineer evaluation of a failed solenoid and drawer controller board was confirmed the root cause of the reported visible smoke and burning smell coming from aux 3.1 rear of drawer was due to shorted components on the received drawer controller board and solenoid. Electrical damage occurred on the drawer controller board which produced thermal damage on the solenoid part.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3.1 drawer was smoking. As per part investigation, it was determined that there was thermal damage observed on the solenoid. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issu upon investigation of the actual device used in this incident, it was determined that solenoid was stuck with thermal damage to sleeve. A field service engineer instructed customer to un-plug drawer 3 and fse replaced solenoid, verified no visible damage to other components, proactively replaced drawer board/retractor band and half height module controller and configured storage space. Function checks were performed and passed in hardware test application. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary 3.1 drawer was smoking. However, there were no adverse events or injuries reported based on this event.